Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor, display adaptor, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported issues with lost images on the left monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.